Event description:
A user facility reported that an electromechanical ambulatory infusion pump did not infuse during use. The customer had little information with regard to the alleged device failure, because the pump had been out of service for some period of time however, they did indicate that there was no injury associated with the event.